Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during a knee arthroplasty. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to wear and tear from use based on the field age and condition of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.